Manufacturer narrative:
The explanted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was later reported the system was replaced with a new non-boston scientific system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service, pending an expected lead revision. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized after receiving inappropriate shocks and anti-tachycardia pacing (atp). The physician reported to the field representative that there were several ventricular episodes stored due to oversensing of noise. Pacing impedance measurements on the non-boston scientific right ventricular (rv) lead were high, out-of-range at greater than 2,000 ohms, and a conductor fracture was suspected. No adverse patient effects were reported.